Event description:
It was initially reported by the company representative: "lift stuck at top position. Actuator separated at spring area. Replaced actuator. Note: there was a resident in the lift at time of failure, but no injury was reported to either resident or caregiver. The resident was removed from the unit by 4 caregivers." Please refer MFR report # 9611530-2013-00160.